Event description:
As reported by the user facility (translation of user facility information by (B)(4)): according to the user, flow rate too slow ro sometimes no flow.

Manufacturer narrative:
(B)(4). The device is currently shipping from the customer to (B)(4) for investigation. A follow-up report will be provided when the inspection results are available. (B)(4).